Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an issue related to the device's front panel was observed and a "service required" code was found in the ventilator's downloaded error log. The device's front panel/keypad led board and internal battery were replaced to address the issues.